Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient felt like their battery site was infected. The patient reported that they had pain at the ins site. The patient was put on antibiotics. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that there was redness and soreness at ins site in the patient's abdomen. The patient felt like the ins battery was eroding through the skin. The patient stated they were started on antibiotics a few weeks ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was scheduled for a revision on monday. An infection was reported at ins however, not confirmed. No further complications were reported/anticipated.